Event description:
Medtronic received information that during use of these custom tubing packs the customer noticed that the high flow stopcocks (the large bore stopcock w/male luer lock swivel and two female luer lock) were coming loose. The customer packs were used to complete the case and there were no adverse patient effects.

Manufacturer narrative:
Conclusion: will an iia be performed? No since this failure mode has high detectability it represents a minimum risk to the patient therefore th ere is no need for an additional iia. According with the fmea0002-06 pfmeca, assembly and packaging of custom packs, revision ab, row 24 the reported failure mode has a severity of 5 and occurrence of 4. Therefore, this issue is within zone 1 and it is considered low risk. Additionally, the currents control for prevent this failure mode are: qualified personnel, validated process, qualified components and qualified equipment. The currents control for the detection of this failure mode are: incoming inspection sop055, qa inspection and progressive inspection. Deeper analysis was carried out in order to confirm what originates the event and why detection or other controls may not identify it. 1. Raw material is damaged from supplier: if the material arrived damaged from the supplier to medtronic, there may be more parts with the same defect. Currently there is no information about the lot involved, so samples will be taken from the current inventory to generate replicas of the reported failure mode.this potential root cause cannot be confirmed, since there is no information about the batch used to generate the reported order, the sample was not returned nor were images of the defect sent, and through the replica that was made, the reported failure mode could not be confirmed that the parts had arrived at medtronic with a supplier defect. 2. Incoming inspection was not performed correctly: if the material arrived damaged from the supplier to medtronic, it can be detected by the incoming inspection that are made to the components. The inspection performed on the components is only visual and only is inspected a significative sample, since it is reviewed aql, considering a lot of 25 ,000 pieces, only a sample of 315 is inspected, where the lot is acceptable with 7 bad pieces and rejectable with 8 bad pieces, so this root cause cannot be confirmed. 3. Improper handling on the line: if the material is handled improperly, the component in the production line may be damaged. The material is placed in the pouch without any test or process that could damage the component, following the line flow to the end of the package inside it, on a tray, to avoid repeated handling of the components. This possible root cause is ruled out, as the material does not require any process other than being placed in the pouch. 4. Component was damaged during the assembly: if the component was damaged during the assembly on manufacturing process, it could be sent to the customer with the defect. Nevertheless the component is not assembled during the manufacturing of the product, therefore it cannot be damaged during the process. According to the root cause analysis those are the potential root cause for this event: 1. Raw material is damaged from supplier: since there is no information about the order and lot number of the affected part number a component, insertion test was performed with a representative sample of the available lot, to see if the reported failure could be replicated, but nothing could be concluded, since all tests were acceptable. 2. Incoming inspection was not performed correctly: the inspection carried out in incoming inspection is representative using aql, and no functionality tests of the component are made, so this root cause cannot be confirmed. 3. Improper handling on the line: the material is placed in the pouch without any test or process that could damage the component, following the line flow to the end of the package inside it, on a tray, to avoid repeated handling of the components. This possible root cause is ruled out, as the material does not require any process other than being placed in the pouch. 4. Component was damaged during the assembly: the manufacturing processes, associated controls and inspections were reviewed to dete rmine the root cause for the reported event, since the component is not assembled, it has been ruled out as a problem in the manufacturing of the product. The rty was reviewed to see if loose components were a major contributor, only 52 defects out of 5985 were re lated to the reported failure mode, so it cannot be concluded that the reported problem is a recurring problem in production. At this time the cause of the stopcock disconnection could not be determined, as there is not enough information to support possible root causes. Medtronic will continue to monitor similar events/issues. Trends of problems with this product are reviewed monthly according to the trend procedure. There are no current trends, so no further action is required. Review of the complaint file indicates no sufficient information was provided for completion of this investigation. This issue affected 6 custom packs from the same lot, however individual details of each event are not available, so all occurrences have been included in this report. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.